Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (ess205) (batch no. 509407) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. On (B)(6) 2018-surgical pathology report. Uterus and fallopian - tubes, clinically hysterectomy and bilateral salpingectomy: uterine serosa with subserosal leiomyoma. Chronic cervicitis, squamous metaplasia, and nabothian cysts, cervix. -leiomyomas, myometrium. - proliferative endometrium. - benign paratubal simple and acutely inflamed serous epithelial-lined cysts, bilateral fallopian tubes. -metallic medical devices, bilateral fallopian tubes, consistent with intratubal contraceptive hardware. Concurrent conditions included obesity, polymenorrhoea, leiomyoma nos, nabothian cyst, chronic cervicitis, endocervical squamous metaplasia, hyperplasia endometrial and paratubal cyst. Concomitant products included desvenlafaxine succinate (pristiq). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), 1 month 5 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced autoimmune hypothyroidism ("autoimmune hypothyroid/ autoimmune disorder type of disorder: hypothyroid,") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced colitis ("colitis"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage ("bleeding still may occur for a short time"), rash ("rashes/rashes or skin conditions type: rashes, buttocks and face"), skin disorder ("skin condition"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraine"), allergy to metals ("nickel allergy, can not wear earrings") and depression ("depression"). The patient was treated with adalimumab (humiria), levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, fatigue, alopecia, weight increased, headache, migraine and hormone level abnormal had resolved, the genital haemorrhage, autoimmune hypothyroidism, procedural haemorrhage, vaginal haemorrhage, menorrhagia, depression and colitis had not resolved, the skin disorder and psychological trauma outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune hypothyroidism, colitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, procedural haemorrhage, psychological trauma, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007. (Previously reported) and (B)(6) 2007 (as per pfs). Plaintiff received treatment for following events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroid and psych injury. Treatment details for events rash and skin condition were unknown insertion details- on (B)(6) 2007-successful placement of coils in left side only. No placement in right side. On (B)(6) 2007-successful placement of coils right tube placement. Date(s) of insertion: (B)(6) 2007 (as per pfs discrepancy noted). Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Outcome of rash and allergy to metals were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('autoimmune hypothyroid') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, headache, migraine and hormone level abnormal had resolved and the autoimmune hypothyroidism, menorrhagia, rash, skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune hypothyroidism, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007(previously reported) and (B)(6) 2007(as per pfs). Plaintiff received treatment for following events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroid and psych injury. Treatment details for events rash and skin condition were unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event injury was updated to following events: pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), rash, skin condition, hypothyroid, psych injury, fatigue, hair loss, weight gain, headaches, migraine and hormonal changes. Essure implant and explant date added. Outcome for events pelvic pain, abdominal pain, dysmennorhea (cramping), fatigue, hair loss, weight gain, headaches, migraine and hormonal changes were resolved. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune hypothyroidism ('autoimmune hypothyroid/ autoimmune disorder type of disorder: hypothyroid,'), genital haemorrhage ('abnormal bleeding (general)') and procedural haemorrhage ('bleeding still may occur for a short time') in a 40-year-old female patient who had essure (ess205) (batch no. 509407) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs (B)(6)2018-surgical pathology report uterus and fallopian- tubes, clinically hysterectomy and bilateral salpingectomy: uterine serosa with subserosal leiomyoma. Chronic cervicitis, squamous metaplasia, and nabothian cysts, cervix. -leiomyomas, myometrium. - proliferative endometrium. - benign paratubal simple and acutely inflamed serous epithelial-lined cysts, bilateral fallopian tubes. -metallic medical devices, bilateral fallopian tubes, consistent with intratubal contraceptive hardware. Concurrent conditions included morbid obesity, polymenorrhoea, leiomyoma, nabothian cyst, chronic cervicitis, endocervical squamous metaplasia, hyperplasia endometrial and paratubal cyst. Concomitant products included desvenlafaxine succinate (pristiq). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rashes"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), allergy to metals ("nickel allergy"), depression ("depression") and colitis ("colitis") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with adalimumab (humira), levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure (ess205) was removed on(B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, headache, migraine and hormone level abnormal had resolved, the autoimmune hypothyroidism, genital haemorrhage, procedural haemorrhage, rash, vaginal haemorrhage, menorrhagia, allergy to metals, depression and colitis had not resolved and the skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune hypothyroidism, colitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, procedural haemorrhage, psychological trauma, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date(B)(6)2007(previously reported) and (B)(6)2007, (B)(6)2007 (as per pfs). Plaintiff received treatment for following events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroid and psych injury. Treatment details for events rash and skin condition were unknown insertion details- (B)(6)2007-successful placement of coils in left side only. No placement in right side (B)(6)2007-successful placement of coils right tube placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - on (B)(6)2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on 3-sep-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (general), nickel allergy, depression, colitis, bleeding still may occur for a short time were added. Outcome of menorrhagia, autoimmune hypothyroidism, rash updated to not recovered / not resolved. New reporter, patient information, medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune hypothyroidism ('autoimmune hypothyroid/ autoimmune disorder type of disorder: hypothyroid,') and procedural haemorrhage ('bleeding still may occur for a short time') in a 40-year-old female patient who had essure (ess205) (batch no. 509407) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. On (B)(6) 2018-surgical pathology report. Uterus and fallopian- tubes, clinically hysterectomy and bilateral salpingectomy: uterine serosa with subserosal leiomyoma. Chronic cervicitis, squamous metaplasia, and nabothian cysts, cervix. Leiomyomas, myometrium. Proliferative endometrium. Benign paratubal simple and acutely inflamed serous epithelial-lined cysts, bilateral fallopian tubes. Metallic medical devices, bilateral fallopian tubes, consistent with intratubal contraceptive hardware. Concurrent conditions included obesity, polymenorrhoea, leiomyoma nos, nabothian cyst, chronic cervicitis, endocervical squamous metaplasia, hyperplasia endometrial and paratubal cyst. Concomitant products included desvenlafaxine succinate (pristiq). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), allergy to metals ("nickel allergy"), depression ("depression") and colitis ("colitis") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with adalimumab (humira), levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, headache, migraine and hormone level abnormal had resolved, the genital haemorrhage, autoimmune hypothyroidism, procedural haemorrhage, rash, vaginal haemorrhage, menorrhagia, allergy to metals, depression and colitis had not resolved and the skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune hypothyroidism, colitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, procedural haemorrhage, psychological trauma, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2007(previously reported) and (B)(6) 2007, (B)(6) 2007 (as per pfs). Plaintiff received treatment for following events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroid and psych injury. Treatment details for events rash and skin condition were unknown insertion details- on (B)(6) 2007 - successful placement of coils in left side only. No placement in right side. On (B)(6) 2007 - successful placement of coils right tube placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaint. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.